Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple, intermittent occlusion alarms occurred. Additionally, it was reported that the customer had to charge the pump 3 times in one week. There was no reported impact to customer's blood glucose. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information was provided.

Manufacturer narrative:
The failure investigation has been completed and the alleged issue (occlusion) was verified in the pump logs; however, no failure was identified. The cartridge was not returned. The alleged battery issue was verified.